Event description:
It was reported to the MFR that the vns pt passed away in her sleep. The cause of the pt's death is unk at this time. Good faith attempts to obtain add'l info regarding the pt's death have been unsuccessful to date.